Event description:
It was reported that after a normal replacement of an implantable neurostimulator (ins), which was in end of service, with a new ins, the patient felt paresthesia in the wrong position. The patient had paresthesia in the right side of the face and in the right arm, had less than 50% therapy relief, and also had discomfort. There was an impedance issue and were found to be low, 30-500 ohms, between some couples of electrodes; case +/1 - : 500 ohm and 0+/1- :35 ohm. Reprogramming was performed and an ¿rx exam¿ was planned to be performed. It was reported that the patient was alive with no injury.

Event description:
Additional information received reported the patient's healthcare professional increased the patient's stimulation from 140 to 180 hz. The patient was doing well and receiving effective therapy and the stimulation in the wrong location had resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3389, serial# unknown, product type: lead. (B)(4).